Manufacturer narrative:
The returned device was evaluated. Inspection found the unit high flow insufflation has an unknown liquid inside the pneumatic system tube and cannot be insufflated due to the tube a and tube c (tube couplers) were missing. The unknown liquid was found invaded into the 1st regulator unit, manifold unit, k-connector and the electropneumatic proportional valve. In addition, one of the screw came off from the front chassis was noted and minor scratches were observed on the top cover. Based on evaluation findings the reported issue was confirmed as an unknown liquid was found on the device. A review of the device history record found no abnormalities. Based on the results of the investigation, it was presumed that due to some tubing¿s are not available when the device was inspected, air cannot be supplied and this due to internal tubing defects. The reported phenomenon was presumed to be a caused by external factors, the tube was intentionally removed. It was presumed that the reported event was due to handling issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device has an unknown liquid inside the pneumatic system tubes. There was no patient involvement , no user injury reported due to the event.